Manufacturer narrative:
(B)(4). Date sent: 12/7/2020. D4: batch # u5cz6t. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with seven gst60b reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. And for the short cut or absent cut, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the procedure was not converted to open. The patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the deployed staples at the distal part of the cartridge were malformed at the 3th &4th firing. The device was used for the feea between the ileum and the colon. The same event occurred when the device was used for the side to side anastomosis. When closing the insertion site, the target tissue was pushed forward and the deployed staples were malformed again. The additional cut was performed, and another device was used to complete the case. There were no adverse consequences to the patient. The jaws were cleaned every time cartridges were replaced. One pcee60a and seven gst60b will be returning. No further information is available.